Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed over a guide wire and a second proglide was attempted but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that the device delivered a patient notifier for low hv lead impedance reading. The hv lead impedance trends revealed that the svc-can vector was out-of-range. The physician opted to reprogram the hv shock to rv-can by turning the svc coil off. Dft testing was successfully performed. The system remains implanted; the patient will return for routine follow-up.

Manufacturer narrative:
(B)(4). Device#1:proglide(part#12673-03,lot# 940016h) is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that the needle plunger, suture, link, needles, anterior cuff and posterior cuff were not returned with the device, which limited the scope of the investigation. Inspection of the returned device revealed no abnormal observations that could contribute to the reported needle-to-cuff miss. There was no needle strike mark observed at the posterior portion of the foot to indicate that the needle had struck the foot instead of engaging with the posterior cuff inside the posterior foot pocket. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel. Based on the investigation, the device performed according to specification. A root cause related to the device could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.